Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/11/2015 with the following findings: the display lens was found to be scratched and the screen was dim and pink. Unrelated to the initial complaint, the battery compartment was found to be cracked below the bumper pad. The returned battery cap was used for testing and able to be fully tightened.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter indicated that the display was scratched and the screen was not able to be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.